Manufacturer narrative:
Justification for no UDI: this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to defibrillate a patient (age & gender unknown), the device was unable to obtain an ECG signal via electrode pads. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical united kingdom for evaluation. Review of the log data confirmed a shock at 06:31:23 on (B)(6) 2025, after which the unit switched to lead I at 06:35:58 and the ECG signal stopped displaying. Because button presses are not recorded, the reason for the view change could not be determined; however, logs showed continuous CPR activity and stable impedance, indicating the pads remained connected. The device underwent full functional testing and ECG stress testing with the returned multifunction cable with no discrepancies found. The device operated as designed and was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.